Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman ® laa closure device & delivery system (wds) was used with a watchman® access system (was). There was resistance encountered while advancing the wds through the was, but the physician continued to use the wds and successfully implanted the closure device. After the devices were removed from the patient they found that the was was kinked. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device consisted of the watchman access sheath (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 21 cm from the tip and there was tip damage (misshapen/flattened). The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman ® laa closure device & delivery system (wds) was used with a watchman® access system (was). There was resistance encountered while advancing the wds through the was, but the physician continued to use the wds and successfully implanted the closure device. After the devices were removed from the patient they found that the was was kinked. No patient complications were reported and the patients status is stable.